Manufacturer narrative:
The complaint states attune measured sizing and rotation guide- thumb screw found with a crack. (Red adjusting knob). The failure of the size locking knob is due to the over-moulding is suspected to be associated with residual stresses in the polymer. The polymer used has now been changed from radel to avaspire per (B)(4) as a running change for future batches. The new material is less likely to crack due to it being a glass filled material which is less susceptible to residual stresses and is resistant to crack propagation. Inspection of the returned device confirmed that the adjustment knob had cracked. The lot number confirmed the material to be radel. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Attune measured sizing and rotation guide- thumb screw found with a crack. (Red adjusting knob).